Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 47 physical samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that no damage was observed upon visual inspection and all samples provided passed a leak test with no leakage observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in global leaked. Bd nexiva diffusics cannula single lumen gauge 22 (item number (B)(6))- defective as seen in picture attached (blood came out of the cannula stopper which shouldn't happen) sku: 383692 item: bd nexiva¿ diffusics¿ 22 g closed IV catheter system for radiographic power injection lot# 333037 delivered qty for the same lot: (B)(4) each defective qty reported as for now- (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.